Event description:
Received info stating pt was experiencing low bg's. As per customer, pt uses prednisone when he feels ill.

Manufacturer narrative:
During further troubleshooting, it was identified pt was using cold insulin. Tandem technical support specialists have provided feed back on using cold insulin. T:slim user guide caution: insulin should be at room temperature before filling cartridge. No product has been returned for eval. Should new info become available, a f/u MDR will be submitted.